Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the endoscope was very cloudy, it was not producing a clear picture. The case was completed with the same device, but with difficulty. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 27, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).